Manufacturer narrative:
Based on the results of the investigation, it's likely, the cable interference/image issue occurred, due to a cable failure. A definitive root cause of the image issue and cable failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject camera head exhibited interference waves. That were generated, when the cable was shaken. As well as, a cable failure. There was no patient involvement.